Manufacturer narrative:
The sample from patient 1 was not submitted for investigation. The sample from patient 2 was submitted for investigation. The investigation confirmed the presence of an antibody/idiotype interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patient samples tested for ft3 - free triiodothyronine (ft3 iii). Comparison testing was performed between the customer's e602 analyzer and a siemens versacell instrument. No erroneous results were reported outside of the laboratory. Patient 1 initial ft3 iii result from the e602 analyzer was 2.95 pmol/l. The repeat result from the siemens versacell instrument was 4.54 (unit of measure not provided). On (B)(6) 2016 the sample was repeated on the e602 analyzer and the result was 3.45 pmol/l. On (B)(6) 2016 patient 2 (female) initial ft3 iii result from the e602 analyzer was 8.27 pmol/l. The sample was repeated on the e602 analyzer and the result was 8.21 pmol/l. The sample was repeated twice on the siemens versacell instrument with results of 2.99 and 3.15 (unit of measure not provided). On (B)(6) 2016 the sample was repeated on the e602 analyzer and the result was 7.01 pmol/l. The doctor in the laboratory indicated the report to the physician for patient 2 was delayed due to the difference in the results between the 2 systems. No adverse event was reported for either patient. The e602 analyzer serial number was not provided.